Manufacturer narrative:
(B)(4). Please note, the needle is a not a fresenius medical care manufactured product. No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis operator¿s manual p/n 490122 rev n contains the following user warning: ¿the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can results in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation.¿ manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines that were shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Event description:
The administrator at a user facility reported that a patient became unconscious during hemodialysis treatment and the venous needle was dislodged. The patient had called out to the registered nurse (rn), who responded and then the patient became unresponsive. The 2008t hd machine alarmed when the rn arrived to the patient to assess the incident. The rn attempted to return the patient's blood via a saline rinse when it was discovered by the patient care technician (pct) that the venous needle was dislodged. The patient lost approximately 400 cc of blood. The venous line was attached to the arterial needle to return the patient's blood and pressure was applied to the venous venipuncture site. The patient received 500ml of saline and because responsive and was able to verbalize and follow directions. The patient's blood pressure was 130/83 and heart rate was 95. The patient was transferred to the emergency room via a stretcher in care of the rn and was admitted to the hospital. The 2008t hd machine was not pulled from service following this event. The lot number of the blood lines is unknown. Follow-up information received from the administrator at the user facility stated that there were no known machine or bloodline malfunctions.